Event description:
It was reported that the saved images were corrupt. There is no report of death or serious injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard disk and display adapter board were evaluated and replaced. The system software was reloaded. The system was tested and found to be working as intended and returned to service.